Event description:
It was reported that the device reached early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): initially, the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion /eri (elective replacement indicator) was indicated. Time of recommended replacement time (rrt) in the save to disk was on (B)(4) 2012 device rrt less than or equal to 2.6251 volts. The weekly battery voltage trend data shows battery equal to 2.637 to 2.603 volts between (B)(4) 2012 and (B)(4) 2012. There was one patient alert for low battery voltage on (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): initially, the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion /eri (elective replacement indicator) was indicated. Time of recommended replacement time (rrt) in the save to disk was on (B)(6) 2012, device rrt less than or equal to 2.6251 volts. The weekly battery voltage trend data shows battery equal to 2.637 to 2.603 volts between (B)(6) 2012. There was one patient alert for low battery voltage on (B)(6) 2012. The device was returned and analyzed. The device met 82% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.